Manufacturer narrative:
D9 - date returned to mfg.: 6feb2025. Investigation summary: received one (1) used. List #123390488 primary plum set. As received, the bag spike vent filter was observed to be wetted out with prior infusate. No additional damage or anomalies were observed. The set was leak tested per specifications. A leak was observed to be coming from multiple locations on the filter vent. The complaint of a leak from the spike filter vent can be confirmed. The probable cause of the leak is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where it was reported that the set had filter vent leakage on the second day. There was no obvious defect noted on the tubing set. No hole, cut, tears or any damage. The tubing was replaced, and therapy resumed. The event was during infusion, and the solution/ medicine used was fluorouracil (5fu). There was not any spillage or drug exposure to the patient or staff. There was patient involvement but no patient harm. No further information is available for this complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. The investigation is pending.